Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar related complaints reported from this lot. All information was investigated and based on the information provided by the account and without the device to analyze, the reported incomplete coaptation (single leaflet device attachment/slda) appears to be related to a combination of patient comorbidities/anatomy and multiple cardioversions. The reported poor imaging resolution was due to a combination of patient anatomy and image quality. Unspecified tissue injury, deaths, thrombus, shock-cardiogenic, and cerebrovascular accident are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unspecified tissue injury (leaflet injury on posterior side) was due to the patient anatomy and cardioversion. The reported deaths were related to pre-existing of patient conditions, cardiogenic shock and hemorrhagic stroke. The reported cardiogenic shock and thrombus (disseminated intravascular coagulation- dic) led to cerebrovascular accident could not be determined. The reported hospitalization and medication required were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. In addition, the complaint was reviewed by medical affairs director. The reviewer stated, "narrative reviewed. No imaging provided. Patient had extensive comorbidities at baseline. It is noted from the narrative that the patient had tachycardia at the start of the procedure. This continued intermittently throughout the mitra clip procedure and resulted in 3 cardioversions. Following each cardioversion it was noted that slda had occurred. The combination of patient comorbidities and multiple cardioversions had likely led to the occurrence of slda. This, therefore, is a procedural complication and not a device malfunction."

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), pre-existing chordal rupture, a2/p2- a1/p1 (anterior and posterior leaflets) flail, history of bentall procedure, and a mechanical aortic valve for a mitraclip procedure. It was noted that the patient's onset of tachycardia started during device preparation, prior to entering the mitraclip devices. Tachycardia was attributed to the comorbidities. The target zone for first clip was a2/p2. The system was positioned above the target zone, and another episode of tachycardia occurred. Cardioversion was successfully performed, and normal heart rhythm was achieved. The clip was successfully placed in the target zone. The mr was reduced from grade 4 to 2. The target zone for the second clip was medial a1/p1. A second episodes of tachycardia occurred, and was treated with cardioversion. While positioning the system above the target zone again, it was noted that mr controlled by the first clip increased to grade 3-4. The first clip was still in place with good tissue bridge, but the posterior leaflet flail had worsened. The second clip was positioned successfully. The mr reduced to grade 3. It was decided to implant a third clip. During system prep of the third clip, another tachycardia episode occurred and cardioversion was performed. The second clip had a single leaflet device attachment (slda). The clip was fixed on the anterior leaflet and detached from the posterior. Leaflet injury was noted. The third clip was placed at medial a1/p1, but mr could not be improved. The mr remained at grade 3-4. The procedure was completed. It was noted that visualizing the clip during the procedure was challenging due to anatomy and image quality. On the same day a post-procedural transthoracic echocardiogram was performed. Slda was observed with the third clip, and the mr was grade 4. The posterior leaflet was detached and leaflet injury was noted. The patient was stable. The team decided to introduce the patient to an experienced tendyne center. Within 72 hours post-mitraclip procedure, an sdla was also noted with the first clip. The mr remained at grade 4. Per the physician, the injured leaflets and slda could have been caused by the anatomy and cardioversion. It was reported that on (B)(6) 2024, the patient was transferred to (B)(6) in preparation for a scheduled tendyne procedure. The patient was stable under catecholamines during transfer. The procedure was canceled. The patient developed disseminated intravascular coagulation (dic), which led to a hemorrhagic stroke. The patient went into cardiogenic shock. Death occurred on (B)(6) 2024. Per (B)(6), the remaining severe mr after slda of the mitraclips contributed to the death.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.